Manufacturer narrative:
Relevant retention test strips (lot 353499) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation is currently ongoing. Occupation: occupation ni equal lay user / patient. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to the innovin laboratory method. At 10:28 am the meter result was 4.6 inr. At 11:00 am the laboratory result was 3.2 inr. The patient's therapeutic range is 2.5 - 3.5 inr. There was no allegation of an adverse event. The test strips have been returned.

Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.4 - 3.0 inr): qc 1: 2.5 inr, qc 2: 2.6 inr, qc 3: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.